Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the procedure was to treat a lima graft. It was a very difficult case and the stent became dislodged during the cross attempt. The stent was successfully snared from the pt. There were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definitive root cause for the failure to advanced and the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. The stent implant was dislodged from the sds. There was blood on the entire length of the stent implant. The stent implant was returned entangled on the snare inside a red packaging straw. The entire length of he stent implant was mangled. The protective sheath was not returned. Stent implant outer diameters could not be measured due to the damage. Product performance engineering reviewed the incident information and analysis of the returned stent implant. It should be noted that the xience v instructions for use (IFU) states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length </= 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Quality assurance analysis noted that the sds was not returned for eval. However, the stent implant was returned, thus confirming the stent dislodgement. There was blood on the entire length of the stent implant, which is consistent with usage. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this in not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The sds was not returned and although it was reported that the case was difficult, the pt anatomical condition was not described in the case details, which may have assisted in the eval and determination of a cause of the failure to cross and the stent dislodgement. Additionally, the returned stent implant was entangled on a snare inside a red packaging straw and the entire length of the stent implant was mangled. No damage was observed during product inspection prior to use and the condition of the stent implant is consistent with the use of a snare device, as reported. Due to the extensive damage, the stent implant outer dimensions could not be measured. In this case, a definitive cause for the failure to advance and stent dislodgement cannot be determined; however, the stent damage appears to be related to the operational context of the product. There are no indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.